Event description:
The customer reported that the main unit device failed stemming during procedure. The customer reported receiving an error message stating "error a3 and a4 stimulators were not connected" during a procedure. The customer reported that everything was connected and the program was restarted, but the issue persisted. The customer swapped the stim cable and boxes but the issue still persisted. The customer removed and replaced the main unit for a working unit and continued the procedure. There was patient involvement but no injury occurred. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported.

Manufacturer narrative:
The customer reported that the main unit device failed stemming during procedure. The customer reported receiving an error message stating "error a3 and a4 stimulators were not connected" during a procedure. The customer reported that everything was connected and the program was restarted, but the issue persisted. The customer swapped the stim cable and boxes but the issue still persisted. The customer removed and replaced the main unit for a working unit and continued the procedure. There was patient involvement but no injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: d10: attempt # 1: on (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that he had no information to provide.

Event description:
The customer reported that the stimulator for the mee-2000 system failed to stimulate and gave "a3" and "a4" error codes, indicating that the stimulators were not connected. The connections were confirmed, and the program was restarted, but the issue persisted. They then swapped the stim cable and boxes, but this also did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the stimulator for the mee-2000 system failed to stimulate and gave "a3" and "a4" error codes, indicating that the stimulators were not connected. The connections were confirmed, and the program was restarted, but the issue persisted. They then swapped the stim cable and boxes, but this also did not resolve the issue. The issue was resolved after the main unit was swapped out with a working one. No patient harm was reported. The complaint unit was returned and was evaluated. The reported issue could not be duplicated. There were no issues found on the device during the extended testing period. The available information suggests that the issue is unlikely to be caused by the device. Possible causes of the issue are hospital environment, inadequate setup, incorrect cable connections, and user error. Nk will continue to trend and monitor. Additional information: b4 date of this report. D9 device available for evaluation? D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.